Event description:
Report received of tubing rupture during use with a power injector. The pt was undergoing a CT scan of the abdomen and pelvis. The medrad power injector was connected to the extension set, which was attached to an unspecified 20 gauge peripheral IV catheter. It was reported that approx 100 ml to 120 ml of non-radioactive contrast medium, ultravist 300, was being injected at a rate of 3ml/sec when the extension set ruptured at an unspecified location. Contrast medium and blood came in contact with the pt and the x-ray technician. The pt experienced "droplets" of blood loss. The pt's peripheral IV site remained patent. The extension set was changed and the study was completed. There were no reported adverse effects to the pt and the x-ray technician. No medical interventios were required.